Event description:
It was reported to boston scientific corporation that before a procedure using an autotome rx sphincterotome, when the nurse opened the product packaging, the working length and wire were noticed to be bent. Additionally, the tip of the autotome appeared "slightly crooked." Reportedly, the device was easily removed from the product packaging. The procedure was completed with another autotome rx sphincterotome, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Event description:
It was reported to boston scientific corporation that before a procedure using an autotome rx sphincterotome, when the nurse opened the product packaging the working length and wire were noticed to be bent. Additionally, the tip of the autotome appeared ''slightly crooked.'' Reportedly, the device was easily removed from the product packaging. The procedure was completed with another autotome rx sphincterotome, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ''good.''

Manufacturer narrative:
Reported event of cut wire and working length bent. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the working length (extrusion including cut wire) was bent at the distal end of the guidewire introducer. Since the devices are 100% inspected during manufacturing, the bend observed in the returned device is most likely due to customer prep/ handling. No other issues were noted with the device. The exposed cut wire and distal tip were intact. The returned unit was consistent with the complaint incident that the sheath and wire were bent. Therefore most probable root cause is handling damage. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Based upon the investigation results the event has been changed to non-reportable.